Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed non-physiologic noise on the right ventricular channel resulting in approximately 2.5 seconds of pacing inhibition. Technical services (ts) reviewed device data and noted no changes in impedances or thresholds and recommended lead testing and isometrics. It was noted that the patient underwent a procedure involving cautery that correlated with this event. The health care professional (hcp) recommended the patient follow-up prior to any future procedures. The patient will continue to be routinely monitored. This device remains in service. No additional adverse patient effects were reported.